Manufacturer narrative:
On (B)(6) 2019, the patient notified the territory manager that she felt an object behind her ear. On this same date, the patient returned for a follow-up appointment with the implanting clinician, who found that the end of the stimulator distal of the implant site had exited the back of the skull, following the same track created by the needle included with the receiver kit. The patient reported no injury or harm as a result of this event. The territory manager and implanting clinician suspect that the when the implanting clinician was advancing the needle, he inadvertently advanced the needle too far, causing a small nick in the patient's skin from the tip of the needle. The implanting clinician reported that his view of the needle's location under the skin was obstructed by sterile dressings. This caused the needle and, subsequently, the stimulator to exit the intended implant site. On (B)(6) 2019, the implanting clinician explanted the device without complication. Based on this information, the device erosion was confirmed/replicated, there is no evidence that product did not meet specification as this was used off label and the stimulator is used for treatment of pain. The cause of the device erosion is due to off label use. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details of a complaint of explant that was reported to stimwave on (B)(6) 2019, by stimwave territory manager.